Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Initial reporter phone:(B)(6). Common device name: system, nucleic acid amplification test, dna, methicillin resistant staphylococcus aureus, direct specimen.

Event description:
It was reported that bd max¿ staphsr have received several positive result that are not confirmed via culture. The following information was provided by the initial reporter: while the bd max measures positive results, these are not confirmed in culture neither does the cepheid confirm these results.

Manufacturer narrative:
H.6 investigation summary: the complaint investigation for discrepant results when using the kit bd max¿ staphsr (ref (B)(4)) lot 2117969 was performed by the review of the manufacturing records and verification of complaints history. Review of the manufacturing records of bd max staphsr indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported discrepant mrsa results. Mrsa positive results were obtained with bd max staph sr assay whereas no mrsa positive results were obtained by culture nor with the genexpert assay. No kit lot was originally provided for the complaint, but analysis of the customer data revealed that kit lot 2117969 was the one used and was therefore included in the investigation. Customer suspected a new staphylococcus aureus variant to be responsible for these results. Customer provided two run files (runs 5318 and 5350) and a table of results for investigation. The table show that among 16 samples tested, 4 of them gave mrsa positive results with the bd max¿ staph sr assay whereas sa positive/mrsa negative results were obtained with the genexpert assay (named mrsa complete and sa complete in the table) and mrsa negative results were obtained by culture. One of these samples (the last one of the table), was tested in run 5318. Analysis of run 5318, revealed no anomaly in the pcr curves. Moreover, similar CT values were obtained for mrej, sa and meca targets, which is usually what is expected and observed for a true mrsa positive result. No mrsa positive result was obtained in run 5350. Based on the available information, bd was unable to confirm the customer issue, but a true mrsa positive result is suspected. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the bd max staphsr assay lot 2117969. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that bd max¿ staphsr have received several positive result that are not confirmed via culture. The following information was provided by the initial reporter: while the bd max measures positive results, these are not confirmed in culture neither does the cepheid confirm these results.